Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 475 mg/dl. The customer stated that she was recommended to see the emergency room while at her doctor's appointment because she was feeling faint. She complained of nausea, and the doctor stated that she may have diabetic ketoacidosis. She also noted that she had been experiencing high blood glucose for the last 2 months. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime, no leaks were noted, and the insulin pump passed the high pressure test. The most recent blood glucose reading was 340 mg/dl. Advised that the infusion sets would be replaced. Nothing further reported.